Event description:
Patient had leaking IV tubing with heparin infusing. The primary rn found the medication leaking from a tear in the tubing and replaced it. No evidence of the tubing being pinched or caught on the bed railing. The patient had an aptt [activated partial thromboplastin time] at 38 then 33 which had been dropping since the previous day. No harm to the patient.